Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found. There was blood in/on the helix mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that after positioning a lead, the helix of the lead stuck inside the lead tip. The lead was not used. No patient complications were reported due to this event.

Manufacturer narrative:
This event occurred outside the united states. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.